Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors between the controller and battery.  The most likely root cause of the reported "beeps" can be attributed to momentary disconnections between the controller and batteries. Communication errors are being investigated by manufacturer.  The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had reported intermittent beeps occurring from the controller. It was reported that the sound like the tone when power sources are connected. There were no alarm tones heard by the patient and no visual alarms on the controller. Patient stated that this has happened over the course of five hours and started a few days prior to the clinic visit on (B)(6) 2016. Patient has had this issue in the past and the batteries were swapped out at that time. The site elected to swap out the primary controller for the back-up controller. There were no reported consequences or impact to the patient. The patient has had no further beeping events with the new primary controller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.